Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shocks due to tiny r waves and oversensing. The patient was recently implanted with a pacemaker and the sensitivity failed in all three vectors when paced. Subsequently the system was turned off. Furthermore, the system was explanted and replaced. No additional adverse patient effects were reported.